Event description:
The customer reported an issue with pacer failure and low pacer output.

Manufacturer narrative:
(B)(4). The customer reported an issue with pacer failure and low pacer output. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.